Event description:
A patient implanted in 2003, with a left ventricular assist device (vad) lost the full signal, which monitors when the pump is full. It was reported that the patient had not been diuresed, experienced any trauma or kinking of cannula. The center exchanged the cable, increased vacuum, gave 250cc bolus of fluid and changed out the driver with no change. The perfusionist noted fluid in the pneumatic tube which connects between the vad and the metal y-connector. Upon visualization by the perfusionist the pump was intact, filling fine and the patient was running in fixed rate with no other problems. The center is not sure what the fluid is, but believes the patient spilled urine on the line.